Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j sales representative. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images provided. The images were reviewed, and the complaint condition can be confirmed. The two white locking mechanisms on the device are broken off. The following documents were reviewed as a part of the investigation: aim-arm radioluc f/greater trochanter, (current and manufactured) a definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.033.003, lot number: 49p1569, manufacturing site: (B)(4), release to warehouse date: 29 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the rad aiming arm was broken and the two white locking mechanisms fell out. The issue was discovered while inspecting the tray. There was no patient involvement. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: this complaint is confirmed as the complaint device was received with both of the two cam lock for rdl aiming arm separated from the device, as well as two dowel pins missing. It is likely that due to repeated use or sterilization two of the "dowel pin 3*10 304 es0003-109", item #60025220, fell apart from the device. This could cause to the two cam lock pieces to become loose and also fall out of the device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.033.003. Lot number: 49p1569. Manufacturing site: haegendorf. Release to warehouse date: 29 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified.,part number: 03.033.003 lot number: 49p1569. Manufacturing site: haegendorf. Release to warehouse date: 29 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.